Event description:
It was reported by the customer that a bd pyxis¿ medbank tower aux encountered an issue where the user was unable to issue medication because the order was empty. This hindered users from accessing the medication, and there was no delay or harm. No other information was released regarding the event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the user was unable to issue the medications for the patient because the order was empty. A technical support specialist (tss) contacted the user who initially reported that the patient¿s order appeared empty. Upon investigation using the medication query log, it was confirmed that there was no active medication orders associated with the patient and the user mentioned plans to reach out to the pharmacy to verify whether the order had been submitted under the correct patient's name. No further input could be obtained, as the user was not reachable for additional follow-up.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower aux encountered an issue where the user was unable to issue medication because the order was empty. This hindered users from accessing the medication, and there was no delay or harm. No other information was released regarding the event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.